Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open resistor is damaged wires on the belt receptacle. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported the monitor could not run detect and treat testing.